Event description:
It was reported that balloon rupture occurred. The 70% stenosed, eccentric target lesion was located in the moderately calcified and moderately tortuous left main artery to proximal left anterior descending artery. A 3.75mm x 8mm nc emerge balloon catheter was advanced for dilatation. However, the balloon ruptured after it was being inflated more than seven times at 12 atmospheres. The device was replaced with another nc balloons yet, the eccentric calcium was still there. No patient complications were reported and the patient status was stable.